Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogating the pulse generator, the battery measurement displayed data not read, remaining longevity, data not read. The device could be interrogated with another programmer. The physician elected to explant and replace the device as the patient is very dependent. The patient was fine with no symptoms.